Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (may-2019 through apr-2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The dealer engineer evaluated the iabp unit and was able to verified the battery running time was less than 30 min. In the logs and replaced the two batteries. The dealer engineer then performed calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that during check, before use, the battery life was less than 30 minutes. There was no patient involvement, and no adverse event reported.